Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during vitrectomy procedure, when applying the lase, the doctor was unable to make the appropriate selections on the touchscreen. Surgery was completed by recalibrating the monitor several times during procedure. Currently, it is unclear whether the surgery was prolonged >30 minutes due to this event. No actual patient harm occurred.